Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low na result generated by lx20 pro synchron clinical systems. The sample was repeated and higher result was obtained. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run, which was within the lab's established ranges prior to the event. The system was recalibrated post the erroneous result and the result was within lab's established range. Service was requested; however, the customer cancelled it, since the event did not repeat post calibration. A clear root cause can not be determined for this event.